Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02mar2020.

Event description:
The customer reported the battery displayed high battery temperature and battery failure errors. There was patient involvement, but no one was harmed. The manufacturer¿s field service engineer (fse) remotely confirmed the two reported battery failures. It is unknown if the customer was moved to another vent and/or used supplemental oxygen. The fse confirmed the battery replacement to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested and no abnormality was confirmed.